Manufacturer narrative:
Date of event: (B)(6) 2009 to (B)(6) 2016. Based on the information provided, the root cause of the tear may have been due to the presence of the peripheral vascular disease (pvd)/calcium in the vicinity of the access site. It should be noted that per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant pvd in the vicinity of the puncture site and/or in patients with prior surgical procedures, pta, stent placement, or vascular graft in the common femoral artery. It was noted that there were several cases in which the mynx device was used outside the IFU. The mynx device was used in conjunction with a competitor's vcd with suture closure for larger access cases. This directly contradicted the IFU as the max french size is less than 7f. In addition the product was only indicated for femoral use at the time this study began. Expansion to any venous use was not approved until after the study was underway. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The study took place between 2009 and 2016. Complaints rates have been monitored during this time period and have not exceeded the expected occurrence rate. A CAPA will not be issued at this time as the device was not used per IFU. Incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. Should additional relevant information become available, a supplemental report may be filed. Reference additional mdrs from the same manuscript: 3004939290-2016-00315, 3004939290-2016-00316.

Event description:
In a review of an unpublished manuscript, it was reported that an unknown mynx vascular closure device was used 772 times and of those, seven mynx balloon ruptures occurred with patients who had calcified plaque at the femoral access site. The manuscript outlines a single center study examining the safety and efficacy of vascular closure devices (vcds). No patients required surgical exploration or extended hospitalization. Additional information was requested, but is not available at this time. This is report 1 of 3.